Manufacturer narrative:
Inspected one random opened or used sensor and performed continuity resistance and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 170 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. The customer current blood glucose level was 218 mg/dl. The customer stated low blood glucose on the pump and it was suspended. The sensor glucose value that triggered the suspend event was 70 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The customer was advised to call back if issue reoccurs. The sensor will be returned for analysis.